Event description:
Customer reports that this x-ray system will randomly lock up and then needs to be rebooted during procedures.

Manufacturer narrative:
(Eval method) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. (Eval results) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. (Conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.